Event description:
Major pump unit(s) involved: external control system failureadditional text: black lead to system controller, no alarms, lvad operating within normal parametersspecific component(s) involved: other component malfunction, specifyadditional text:other component: exposed wiring on black power lead of hmii lvadcausative or contributing factor: patient noncompliance in device maintenance and protectionother cause:intervention(s): replacement of external controllerother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: other component malfunction, specify